Event description:
According to the patient, he was not breathing deep enough to use the pulse dose delivery of the portable unit; the green light did not come on to indicate a breath. He was in the car and not getting enough oxygen. He did not have backup oxygen; therefore, they called 911 and the ambulance took him to the emergency room (ER) of (B)(6) hospital in hot springs. He was treated with oxygen in the ER and then was admitted on june 3. He said he was in respiratory failure; his lungs were full of carbon dioxide and he had a breathing tube for two weeks. He also received medication for his blood pressure and his heart, but he did not remember what they were (his wife was not home when I called). He was discharged from the hospital on june 16 and was in rehabilitation until june 26. He was using oxygen 24/7 on setting 2 of his stationary unit, inhalers, a trilogy machine, and other medications that he could not remember for chronic obstructive pulmonary disease (copd). He was doing ok at the time of the call. After internal investigation, it was found that the broken o2 barb caused a leak probably due to dropped unit/high impact and that caused low 02.

Manufacturer narrative:
The unit was received on 06-aug- 2024 and is currently being repaired. If there is more information found in the investigation, a follow up will be provided if required.